Event description:
The following was reported to hamilton medical ag: the patient was brought into the hospital because he/she was suffering from an out of hospital cardiac arrest. The patient was stable and needed to be transported to the CT. During preparation or before starting transport, the hamilton-t1 ventilator did not provided the set tidalvolume of 480 ml and the tidalvolume dropped to 130 ml which resulted in an spo2 drop to 80%. Hcp was at the bedside and immediately started ventilating the patient by using a manual resuscitator (ambu bag). The spo2 recovered to 100%. The spo2-drop was too short to cause any harm. Therefore, the hospital did not report any patient harm. Finally, another mechanical ventilator device got connected to the patient and the scheduled computed tomography (CT) treatment continued. Only the device event-log was provided. Hamilton medical ag did not receive the service-log and the error-log. Whether alarms were triggered was not reported to hamilton medical ag. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: the patient was brought into the hospital because he/she was suffering from an out of hospital cardiac arrest. The patient was stable and needed to be transported to the CT. During preparation or before starting transport, the hamilton-t1 ventilator did not provided the set tidal volume of 480 ml and the tidal volume dropped to 130 ml which resulted in an spo2 drop to 80%. Hcp was at the bedside and immediately started ventilating the patient by using a manual resuscitator (ambu bag). The spo2 recovered to 100%. The spo2-drop was too short to cause any harm. Therefore, the hospital did not report any patient harm. Finally, another mechanical ventilator device got connected to the patient and the scheduled computed tomography (CT) treatment continued. Only the device event-log was provided. Hamilton medical ag did not receive the service-log and the error-log. Whether alarms were triggered was not reported to hamilton medical ag. The investigation is still ongoing.